Event description:
Device has been explanted.

Manufacturer narrative:
(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, pain, and "dropped with age and seem to have moved outwards..." The device remains implanted.

Event description:
It has been determined that the event of capsular contracture baker grade unknown did not occur for the device in this record. This record is no longer reportable to the FDA and will be un-reported.